Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 30 occurred during insulin delivery. Additionally, a cartridge alarm 29 occurred during the load sequence. Reportedly, the customer was using cartridges that were expired. The customer successfully loaded a new cartridge and continued to use the pump for insulin therapy. Blood glucose ranged from 120-196 mg/dl.